Event description:
While inserting chest tube, the clamp was used to advance soft plastic tube into pleural cavity. Upon retrieval of the clamp; it was noticed the jaw of device was missing cone side only. Pt was taken immediately to the operating room for removal of detected piece. Action plan by (B)(4) the contract sterilizer of the kit: (B)(4).